Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/11/2021: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned artemis revealed a knot on the tubing near its proximal end. If this occurs, a decrease in aspiration may be experienced. During functional testing, the artemis was connected to a demonstration pump max and canister and was able to aspirate liquid through the knotted tubing. The tubing was unknotted but remained slightly pinched due to the knot. The root cause of the tubing being knotted could not be determined. Penumbra artemis devices are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of knotted tubing. This report is associated with MFR report number: 1.3005168196-2021-00377. H3 other text : placeholder.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis), a pump max canister (canister) and a penumbra system aspiration pump max 220 (pump max). During the middle of the procedure, while using the artemis, pump max and canister, the physician noticed the suction stopped. Therefore, the artemis and canister were removed. The physician ended the procedure at this point with a small hematoma evacuation and a plan to re-evaluate the patient at a different date. There was no adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00377.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis), a pump max canister (canister) and a penumbra system aspiration pump max 220 (pump max). During the middle of the procedure, while using the artemis, pump max and canister, the physician noticed the suction stopped. Therefore, the artemis and canister were removed. The procedure was completed using a new artemis, a new canister and the same pump max. There was no adverse effect to the patient.